Manufacturer narrative:
Product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported via the manufacturer's representative (rep) that stimulation for pain control was no longer covering the areas as it had before. Relevant medical history includes non-malignant pain and other non-malignant pain. The patient also had difficulty turning the stimulator on; after two days of trying the patient was finally able to turn it on. The patient also felt the implantable neurostimulator (ins) battery may have moved slightly in the pocket. It was noted on (B)(6) the patient was in a car accident, and the accident was on the driver's side of the car. The patient was knocked around in the car and her right hip (location of the ins) may have hit the center console possibly damaging the device. The physician performed a physician assessment and diagnosed the patient with whiplash. An injection was given of a numbing agent at the base of the neck/shoulder junction for the whiplash, as well as prescription medication. The doctor informed the patient that it would take approximately three months to recover from whiplash, and there was no injury caused by the ins. An impedance check was performed with all results within normal limits except elect rode eight which was greater than 10,000. The ins was reprogrammed successfully avoiding electrode eight. The patient was satisfied with reprogramming as it covered all areas that needed parasthesia. Two new groups were created for the patient to use, and the issue was resolved. As indicated by the doctor no follow-up was scheduled unless the patient felt it was necessary, and the patient could call at that time.